Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, product type: recharger.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that the contributing circumstance to the therapy turning off on its own was having their charger belt break. The step taken to resolve the therapy issue was the patient calling and having a new charger belt sent. The intermittent turning off of the therapy had been resolved.

Event description:
The patient reported that therapy was turning off by itself. It seemed to cut off on its own and the patient programmer (pp) was not on the person. Sometimes the stimulation level seemed to change on its own. This was occurring intermittently/sporadically. This had occurred in (B)(6) 2016 and the patient was redirected to their healthcare provider (hcp). Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.